Event description:
It was reported that the 9800 system key switch is in standby mode. Turning the key has no effect.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep confirmed that the system boots fully but does not make x-rays. The key switch message is intermittent. Found a pushed pin in the lemo connector. Replaced pin. System operates as intended.